Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected adverse event/and or product problem: to adverse event.

Manufacturer narrative:
The maude event report did not contain any contact information for the reporter, therefore we are unable at this time, to request additional event details. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Based on the limited information provided and not having contact information for the patient no conclusions can be made. Should the patient contact davol to provide additional details, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted

Event description:
The following was reported to davol via maude event report (mw 5067000): "the reporter stated he had inguinal hernia surgery in (B)(6) of this year. The reporter said 4 weeks after the surgery he started having chronic pain in groin area and it goes down to his right thigh. He also said sometimes the pain gets unbearable. The reporter was told by the surgeon that the mesh has migrated to his nerves and that was causing the pain. He went on to say that the surgeon sent him to the pain management clinic to get nerve block treatment. He started the treatment of nerve block but the pain did not go away. Reporter said the physician who did the nerve block treatment told him he may never get better and may never be able to work."